Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was so high that she went to the ER. She had high blood glucose and bolused, but after three hours she did not feel better and her blood glucose was still high. She then went to sleep, and she later woke up vomiting. When she arrived to the ER she was going into diabetic ketoacidosis. The customer's blood glucose at the emergency room exceeded 600 mg/dl. She declined hospital admission due to other obligations and went home and treated with the pump and manual insulin injections when needed. Additionally, the pump had alarmed with a motor error during the high blood glucose episode. Troubleshooting did not occur since the customer had work and agreed to call back on lunch break. The customer was advised to call back since the pump needed to be inspected for safety. No products were shipped or returned.